Event description:
On (B)(6) 2011, a vns implanting neurosurgeon reported that the after the patient's generator was replaced in (B)(6) 2009, the patient was experiencing vocal cord paralysis where her left vocal cord did not move and had to have a re-innervation procedure. The patient was seen again as she developed what looked like a burn or fungating mass over the generator site. The surgeon removed the generator on (B)(6) 2011 and he reported that it had appeared to have leaked into the pocket; there was metal and scar tissue on histology and the device looked like a rusted battery. Clinic notes from the surgeon were also received. The notes dated (B)(6) 2011 revealed that the patient was experiencing worsening pain at the generator pocket site and had gone to the hospital and been evaluated for any cardiac disease. No cardiac disease was found. She started using a heating pad over the device and she reported that she developed significant blistering at the incision site of the generator and that this has been slowly improving. The device has become more prominent and more painful over the last few weeks however. The surgeon reported that the patient's skin is black and convoluted over the patient's generator incision scar. The device is easily palpable and somewhat mobile. He stated that the patient has likely a burn with some necrosis of the skin at the generator site. It also seems that she may be developing an infection at the generator site and that it should be removed. The surgeon said the patient's seizure control is now much worse without the vns functioning. The operative report from the date of explant, (B)(6) 2011, was also received by the surgeon. The report reveals that the patient had an existing 5cm linear skin incision from the implant of the generator and that a central area of this had turned black and widened to about 0.5 cm in size. Therefore, an incision was performed to ellipse out the prior scar. The subcutaneous fat was found to be relatively normal in appearance; however, a capsule was encountered with significant fluid and samples were taken for cultures. The capsule was relatively black in color and there appeared to be a wall of possible hemosiderin-stained tissue, several millimeters thick, all within the generator pocket. The surgeon reported that the color of the titanium close to the header of the generator was altered and pictures were taken of it. The surgeon also stated that there was also a collection of very hard black porous material intimately attached to the device. The generator was explanted and the skin biopsy was sent for pathological evaluation. The generator pocket was then copiously irrigated and all of the black material within the scar capsule was removed mechanically. The wound was then closed. The patient's programming history was reviewed in the manufacturer's database which revealed that high impedance was detected on (B)(6) 2010 with a system diagnostics test and normal mode diagnostics test showing results of output=limit/lead impedance =high/dcdc=7/eri=no. The patient was disabled that day to output =0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec. The manufacturer's consultant reported that she obtained the explanted generator from the surgeon on (B)(6) 2011 and will be sending it back to the manufacturer for product analysis. It has not yet been received by the manufacturer to date. When additional information is received, it will be reported.

Event description:
Additional information was received on (B)(6) 2011 when the explanted generator and lead were returned to the manufacturer for product analysis. Product analysis was completed on the generator on (B)(6) 2011. Bodily fluid remnants were observed in the negative connector block and header cavity. The anomalies in the header area may have been a contributing factor to the adverse events. Corrosion/dried fluids and pitting conditions in the negative connector block and setscrew were observed and are most likely related to the observed fluid ingress of the lead that was returned with this pulse generator. The septum was not cored. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the visual observation of the header area, there were no performance or any other type of adverse conditions found with the pulse generator. Although initial visual analysis of the lead showed fluid ingress, full product analysis on the lead is still pending.

Event description:
On december 6, 2011 additional information was received from the surgeon. The surgeon has no evidence that there was any patient manipulation that could have caused the high impedance or infection. No x-rays were taken. The surgeon stated that cultures were taken during surgery and both aerobic and anaerobic cultures were negative. The surgeon believes that the patient's events are directly related to the vns. He stated that the patient developed an increased seizure frequency in 2009 and a decision was made to replace the vns generator. When the new generator was turned on, the patient experienced significant pain and has had vocal cord paralysis since that point in time, approximately (B)(6) 2009. The lead was then replaced. The patient's vocal cord paralysis had not recovered by (B)(6) 2010 and she underwent operative nerve transposition to help with the vocal weakness. The patient was seen in (B)(6) 2011 with pain at the generator site. The patient had stated that she had been experiencing pain for several months prior and the surgeon stated that there was necrotic-appearing tissue at the incision site itself. The surgeon said he was concerned that there was a possible infection, but there was not purulent material at the time of surgery. The surgeon instead said there was very unusual appearing changes to the tissue surrounding the device, and the device itself had a hard metallic build up around it. The surgeon stated that therefore, the device was removed to prevent further injury. The surgeon did not say whether he was aware that the patient had high impedance since (B)(6) 2010 and whether or not the patient's device had been disabled.

Event description:
Additional information was received on (B)(6) 2011 when product analysis was completed on the explanted lead. A large portion of the lead assembly body, including the electrodes, was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The connector pin quadfilar coil appeared to be broken approximately 213mm from the end of the connector boot. The area was identified as being thin which prevented identification of the coil fracture type with evidence of electro-etching, pitting and residual material on the surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Discoloration was observed inside the majority of the outer silicone tubing. Discoloration was observed throughout the inside of the connector pin inner silicone tubing and on the quadfilar coil. What appeared to be pieces of inner silicone tubing were observed inside the outer silicone tubing. The tubing discoloration suggests that fluid was present in the tubing at some point in time. Based on the returned lead portion, the initial location of fluid ingress into the tubing cannot be determined. With the exception of the identified discontinuity, pitting, and the discoloration observed, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure; no other obvious issues were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Additional information has been requested from the surgeon but no further information has been received to date.

Event description:
On (B)(6) 2012, additional information was received when the surgeon requested a copy of the product analysis results for the generator as he said the generator looked like it "might have leaked".

Manufacturer narrative:
There were observed corrosion/dried fluids and pitting conditions in the negative connector block and setscrew that were most likely related to the observed fluid ingress of the lead that was returned with this pulse generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the visual observation of the header area, there were no performance or any other type of adverse conditions found with the pulse generator. Product analysis on the lead has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.